Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. According to the complainant, post-procedure, the patient had a subsequent surgery on (B)(6) 2010 to repair an anterior vaginal erosion. A third surgery was performed on (B)(6) 2011 for the excision of vaginal granulation tissue. The remaining mesh was removed by the physician on (B)(6) 2012. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.